Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributor on 2021-may-09. It was reported that the catheter would not be returned for analysis as the catheter was discarded.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: hg2pjkv, implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 14-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient who was receiving gabalon (unknown concentration at 240 mcg/day) via an implantable pump for cerebral hemorrhage and quadriplegia. It was reported a contrast study was performed on (B)(6) 2021 because the effect diminished from around (B)(6). Since the drug could not be withdrawn at all, catheter kink was suspected and the procedure for replacing the catheter was performed on (B)(6) 2021. A kink at the connector part in the back pocket was found. It was indicated "all the back catheters were replaced," and the procedure was completed. The attending physician's assessment indicated "the view was that kink was considered to be due to the adhesion of granulation to the catheter connector part of the back pocket. It was said that the patient situation would be confirmed in the future." The outcome of the adverse event was "unrecovered." The event was considered not causally related to the drug, catheter, pump, programmer, or surgical procedure. Further complications were not reported.